Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG non-functional) has been confirmed. As received, the belt failed incoming functionality testing. Upon investigation, pin 16 (+5v) of the electrode belt's trunk cable connector was bent. The root cause for the bent pin could not be positively identified but was likely excessive force when connecting the electrode belt to a monitor. No adverse event resulted from the defective electrode belt.

Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the belt's ecgs were non-functional.